Manufacturer narrative:
The investigation of the reported complaint has been finalized. Our field service engineer (fse) visited the facility and replaced the broken user interface holder. No part or pictures have been received for investigation, despite several reminders having been sent. A broken panel holder (user interface holder) implies that the panel unit has been exposed to a mechanical force that's above the designed specification. The ventilator system has been successfully tested for mechanical strength, with a peak acceleration of (B)(4) g, pulse duration (B)(4) ms, and total number of (B)(4) impacts. It¿s unknown to us under which conditions during the cleaning of the monitor screen, the reported panel holder broke.

Event description:
(B)(4).

Manufacturer narrative:
September 30, 2015 11:13 am (gmt-4:00) added by (B)(6): further information regarding the event has been sought. A supplemental medwatch report will be submitted when the investigation is completed.

Event description:
It was reported that the ventilator user interface holder broke when the respiratory therapist was cleaning the monitor screen. There was no patient involvement. (B)(4).